Event description:
It is reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
The info provided on this form was previously submitted under mfg report number 1822565-2013-0115. This report will be amended when our investigation is complete.